Event description:
A (B)(6) year old male pt contacted zoll customer support to report that his monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (unable to power on) had been confirmed. As received, the monitor was resetting. A root cause investigation into the monitor resetting is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.